Event description:
(B)(4) stent placement. It was reported that during an external iliac stenting placement procedure, there was difficulty removing the stent catheter. Vascular access was obtained via the right femoral artery. The target lesion was approximately 90-99% stenosed and located in the severely calcified external iliac artery. This epic iliac self-expanding stent device was advanced and the physician noted that the "stent was pinched at the lesion location making it difficult to pull the stent catheter out". The stent was implanted but it was noted that "the removal was very difficult due to the stenosis" and it was removed with some force. The lesion was not pre-dilated. And successfully implanted in the patient. The procedure was completed with this epic self-expanding stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).